Event description:
The customer reported the ventilator alarmed with an air source fault, while in use on a pt. The customer reported there was no pt harm. The ventilator log also indicated there was a gas supplies lost: safety valve open alarm, which indicates the oxygen source is either disconnected or not detected by the oxygen pressure switch. The loss of both air and oxygen gas supplies will affect the function of the ventilator. While performing initial eval of the unit, the respironics service tech reported the ventilator went vent inop and alarmed. The service tech confirmed the customer reported event and the subsequent vent inop, both occurred, due to a blown fuse on the power supply. The service tech replaced the fuse to correct the problem. Performance verification testing was performed and all tests passed per operating specifications.